Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Physician reports severe capsular contracture (unknown baker grade) with clinical deformation. Later physician reports baker grade lv. This relates to the left device. Device has been explanted and replaced.

Event description:
Physician reports severe capsular contracture (unknown baker grade) with clinical deformation. Later physician reports baker grade lv. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified two devices, both devices appear to be intact and have red particles in the surface of the shell. Devices not labeled by explant side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.